Event description:
It was reported that no audio output occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient began to vomit so the parent checked the bg values with a glucometer. The bg finger stick value was 500 mg/dl, and no alerts had occurred for the high alert setting of 300 mg/dl. The parent transported the patient to the hospital on at 6:39 pm that day where the blood glucose was 600 mg/dl. The patient was admitted for diabetic ketoacidosis and treated with an insulin drip and IV fluids. After the patient¿s condition stabilized, discharge was planned for later in the day on (B)(6) 2023. At the time of the report the patient felt normal. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.